Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the monitor board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the monitor board was replaced to resolve the malfunction. The device was recertified and returned to the customer. The monitor board was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty integrated circuit on the monitor board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "self-test failed message" for ECG. Complainant did not indicate that there was any patient involvement in the reported malfunction.